Manufacturer narrative:
A2: age at time of event: 18 years or older. D2b: pro code: (product code): fge, lit. G4: premarket/510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the shunt within a moderately tortuous and non-calcified vessel. A 6.0 x 40, 40 cm mustang balloon catheter was advanced for dilatation. During the initial inflation at 10 atmospheres, the balloon ruptured longitudinally. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.